Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a possible detached sensor wire on (B)(6) 2014. Patient's mother reported difficulty during insertion and, upon removal of applicator, sensor wire remained attached to the applicator needle. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).